Manufacturer narrative:
Event date and explant date are approximate.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak. The cause and location of the leak was unknown. There were no patient complications reported.